Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal dilaudid (hydromorphone), bupivacaine, and ketamine at unknown concent ration/doses via an implantable pump for spinal pain. The patient reported that her pump started alarming yesterday at 11: 31am. Patient stated that the last refill date was january 8th and the alarm changed a few times but the longest it went was 3 hours before sounding. Agent reviewed the critical alarm with the patient and confirmed on her personal therapy manager (ptm) that it was a empty pump. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned that they had not been using her controller because one of the medications makes her sick (ketamine).